Event description:
Patient reports that her ms3 pump sn (B)(4) keeps saying "blockage" when there is none. She also reports constant alarming. Patient is currently using her backup pump and new pump is scheduled for delivery tomorrow (B)(6) 2018. No other information available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml. Dose or amount: 60.5ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.